Event description:
Customer reports, " when removing uac part of catheter remained in umbilical artery. Pt to surgery for catheter removal. Uac was held in place by sutures." The catheter was removed surgically without further complications. The baby is fine.